Event description:
It was reported that 35 bd ultra-fine¿ short needle insulin syringes 1ml 0.33mm (29g) x 12.7mm have missing label information. The following information was provided by the initial reporter: bd u-100 insulin syringe (lot#1095057), so far we have find 7x5pack sealed package with no syringe in it, as well as the packaging is dirty. Some have no batch numbers printed on the top.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 30-jun-2022 h6: investigation summary customer returned a total of (15) 1ml, 29 gauge, 12.7mm syringe blister packs from lot 1095057. All of the blister packs are empty, but unopened. The seals around the edge of all blister packs are intact. A small amount of printing or ink appears visible on some blister packs. However, all returned packets had legible lot numbers. A review of the device history record was completed for batch# 1095057. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of label missing information.

Event description:
It was reported that 35 bd ultra-fine¿ short needle insulin syringes 1ml 0.33mm (29g) x 12.7mm have missing label information. The following information was provided by the initial reporter: bd u-100 insulin syringe (lot#1095057), so far we have find 7x5pack sealed package with no syringe in it, as well as the packaging is dirty. Some have no batch numbers printed on the top.